Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit showed that the tubing had not been inserted sufficiently into the tubing taper to form a secure bond. Production has been notified. Medex was able to confirm this issue and determine the cause. Based on this info, medex beleives that this issue has been adressed and that no add'l action is necessary at this time. Medex consider this MDR closed with this report.

Event description:
The reporter stated that the tubing separated from the top of the burette during use. There was no pt injury or treatment associated with this event.